Event description:
Information was received indicating a smiths medical cadd legacy pump gave "no disposable, clamp tubing" and "no disposable, pump won't run" errors. The reporter stated that new batteries were tried. The reported event occurred when they tried to attach new cassette. The reporter was informed to press start/stop to silence the alarm. The alarm was silenced but still continued to beep. The patient switched to back up pump. The reported event occurred while in use with the patient. There was no injury to the patient due to the reported event.